Event description:
It was reported that the intraocular lens (iol) was explanted from the patient''s left eye in a secondary procedure due to a hyperopic outcome/unexpected post operative refraction. The patient also had the right eye intraocular lens removed in a secondary procedure and this event has already been reported in a separate MDR.

Manufacturer narrative:
The intraocular lens was returned to the manufacturer for evaluation. The lens was inspected at 10x microscope magnification. Visual inspection revealed that the lens was received cut in two parts. The lens was observed with surface particles. The lens condition is consistent with a lens that was explanted from the patient¿s eye. Due the received condition of the lens that is cut in two parts the diopter measurement could not be performed. All pertinent information available to abbott medical optics at the time of this report has been submitted. Placeholder.

Manufacturer narrative:
The manufacturing record review was performed. There were no nonconformances with respect to the final product release process. The in-line optical inspection data within the manufacturing record showed that the lens was within power specification. There were no associated nonconformity material reports with respect to the production order number. There were no nonconformances with respect to the sterilization process. There were no process and / or material changes within the production order number. The manufacturing record review indicated that the product met manufacturing release criteria. All pertinent information available to abbott medical optics at the time of this report has been submitted. Placeholder.

Manufacturer narrative:
(B)(4) - explant of intraocular lens, unexpected post op refraction. All pertinent information available to abbott medical optics has been submitted. Placeholder.